Event description:
It was reported that perforation and guidewire detachment occurred resulting in surgery. A rotapro 1.25mm and rotawire 330cm were selected to treat an 85% stenosed, moderately tortuous and moderately calcified lesion in the right coronary artery. Rotational set speed was 160 rpm with maximum observed speed of 159 rpm. A vessel perforation was observed. The rotapro 1.25mm and rotawire 330cm were removed. The rotawire 330cm broke and detached distally within the patient. A stent was placed to cover the perforation. The patient was sent to surgery. The distal tip of the rotawire 330cm was still in the vessel at the time the patient went to surgery. Patient was still in the critical care unit at the time of reporting.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the burr catheter for the rotapro device. The advancer used in the procedure was not returned. The rotawire used in the procedure was returned. The handshake connection, coil, sheath, burr, and annulus were visually and microscopically examined. Inspection of the device found that the annulus was damaged/not rounded. The damage to the annulus is evident of interaction between the rotating burr and the rotawire. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was not able to be inserted through the device due to the damaged annulus. Product analysis confirmed the reported events, as the damage to the annulus prevented the returned rotawire from being inserted through the device.

Event description:
It was reported that perforation and guidewire detachment occurred resulting in surgery. A rotapro 1.25mm and rotawire 330cm were selected to treat an 85% stenosed, moderately tortuous and moderately calcified lesion in the right coronary artery. Rotational set speed was 160 rpm with maximum observed speed of 159 rpm. A vessel perforation was observed. The rotapro 1.25mm and rotawire 330cm were removed. The rotawire 330cm broke and detached distally within the patient. A stent was placed to cover the perforation. The patient was sent to surgery. The distal tip of the rotawire 330cm was still in the vessel at the time the patient went to surgery. Patient was still in the critical care unit at the time of reporting.